Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient had charging issue and the ipg was turning off randomly. Troubleshooting was done and the ipg was still turning off on its own. Database analysis of the battery discharge and charge profiles revealed no anomalies. The history counters confirmed that five magnet resets and eleven hibernations had occurred over the ipg lifetime. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively and the explanted ipg will not be returned.